Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported, that the pt never presented good response to auditory sound. At higher stimulation levels, he experiences facial twitching and head motion. Telemetry testing revealed hi on channels 6,7,8,11 and 12.